Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: va01mbs, implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: lead. Product ID: 3387s-40, lot#: v992702, implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: lead. Product ID: 3708695, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: extension. Product ID: 3708695, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 09-dec-2014, UDI#: (B)(4). Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 16-nov-2014, UDI#: (B)(4). Product ID: 3708695, serial/lot #: (B)(4), ubd: 22-nov-2020, UDI#: (B)(4). Product ID: 3708695, serial/lot #: (B)(4), ubd: 22-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that over the three days prior to this report, the patient developed pain, redness, and swelling to the left anterior neck to the back of their head and felt the lead was infected. The clinical diagnosis was infection and device diagnosis was erosion through the skin. Diagnostics included patient report of infection and examination which found cellulitis. Interventions included emergency room visit, explant of the entire system without replacement, and hospitalization/prolongation of existing hospitalization. The devices were disposed according to biohazard instructions. The event was considered related to device/therapy, not related to procedure, and related to burr hole site. The event was considered resolved without sequelae as of (B)(6) 2019. The patient was implanted for parkinson's dual and dbs therapy indications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the infection was identified as pseudomonas.